Event description:
This (B)(6)-year-old female patient in the (B)(4) post-market registry had a proximal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2013. The patient was being treated for a 5.6cm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery had moderate tortuosity, mild occlusive disease, and moderate calcification. The right iliac artery had moderate tortuosity, mild occlusive disease, and mild calcification. The patient received a main-body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the components. No other devices were used and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patient with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. Additional info received on (B)(6) 2014. The doctor stated in an email that the patient was seen for her first postoperative visit a month after evar and she was suffering from a painful leg and swelling. Duplex confirmed dvt (deep vein thrombosis). This was not a result of the evar procedure.

Manufacturer narrative:
Not provided by reporter. Expiration date unk as lot# was not provided. Approx age of device: unk as lot# is unk, (B)(4). Device mfg date: unk as lot # is unk. Event is still under investigation.